Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). The perfursionist contacted the MFR reporting that the pt was at home, and over the night an alarm had rung and showed on the monitor power limited advisory. The pt called the hospital and mentioned their problem. The hosp requested the pt to come home into the hosp for evaluation. When the pt arrived to the hospital, they down loaded waveforms and sent them to the MFR for analysis. Also at that time the pt was connected to the heartmate drive console. Later that week it was decided to do a pump exchange. The pt is in ICU in stable condition and remains on lvad support with their replacement pump.